Event description:
During routine testing, the user found that the defibrillator would not power up. There was no pt involved. The immediate cause of the problem was identified as an open transistor (q6) in assembly 590063. No specific cause for the transistor failure could be determined. It appears to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.